Event description:
It was reported to philips the device alarmed for low minute ventilation and low tidal volume. This event was reported to have occurred during patient use. The customer spoke with a philips remote service engineer (rse). The rse instructed the customer to set the unit per the controls test from the pvt. Afterwards, there were no alarm conditions. While checking the pneumatic screen, the average air was reading -1.1 when flow was set to 0. The rse recommended replacing the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/30/2022, 10/11/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.